Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that his blood glucose level was over 400 mg/dl. Customer experienced mild headache due to his high blood glucose level. Customer treated his high blood glucose with a manual insulin injection. During troubleshooting, found there were air bubbles in tube and reservoir. Customer did not store the insulins in room temperature. After troubleshooting, customer was able to prime out the air bubbles and resume usage of the device. Customer's blood glucose at time of call was 409 mg/dl. Customer will not be returning the device for analysis.